Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/23/2016 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor adhesive. The reaction was described as itchy, red rash, dry, and scaly. Patient saw an endocrinologist on (B)(6) 2016 who prescribed tough pads to place under the sensor adhesive as a barrier. At the time of contact, patient is doing well. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.